Event description:
Solumedrol syringe pump med hung and patient notified rn saying that it was leaking from the pump minutes after it was started. Upon further investigation, there was a crack down the side of the plastic syringe and it was leaking from there.